Manufacturer narrative:
H10: the actual device was not available; however, a video and photographs of the sample were provided for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body of the twist clamp on the transfer set. The reported condition was verified. The cause of the condition was determined to be related to inadequate solvent application during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set. This was observed during patient use of the device, at the end of peritoneal dialysis therapy. It was further described as "total unscrewing of the area located just after the dark blue female connector part, unscrewed abnormally". There was no patient injury or medical intervention associated with this event. No additional information is available.